Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified superficial femoral artery (sfa). It was reported that a balloon rupture occurred at 10 atms. The procedure was successfully completed with a 6x40mm sterling balloon. No patient injury or complications was reported. Patient condition listed as "good".

Manufacturer narrative:
(B)(4).